Event description:
The customer called technical support (ts) and reported that the device has touchscreen issues. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The responded position was misaligned with the touched position, so the touchscreen was calibrated but the phenomenon was not improved. Therefore, the touchscreen will need to be replaced. The fse replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.

Manufacturer narrative:
Reporting institution name: (B)(6).

Manufacturer narrative:
The removed touch screen assembly was returned to the failure investigation lab (fi). A visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The fi technician installed the touch screen assembly into a fi ventilator to duplicate the reported issue. Resistance measurements are out of spec. Verified customer complaint of touch screen out of specification. Fault are found on this returned touchscreen.